Event description:
"At a hosp an intubated pt was connected to a ambu e valve which was equipped with 3 shutters instead of 2. Due to the extra shutter the pt could not breathe normally or be ventilated in the right way. The third shutter was placed after the sterilization in the 22 mm inner diameter of the inlet connector. If it had been placed by a person who didn't know how to assemble such a valve or that by accident the shutter fell down into the inlet is unknown at this moment. The pt suffered of pneumonia and therefore showed difficulty to breath due to secretion in their airway. The medical staff tried several times to clean the airway with a suction device, but each time they connected the pt to the valve, the breathing became difficult. The origin of the obstruction (in this case the valve) has been discovered after the death of the pt by the new staff shift."